Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device fractured during a hysteroscopic resection. It was not possible to locate the broken part. No death or (unanticipated) serious deterioration in state of health reported and the surgery was completed successfully. However, since the broken part was not located, the case is deemed reportable as a precautionary action.